Event description:
The customer reported that during a patient event, the customer's device lost power multiple times. The patient was receiving a pacemaker implant when the reported device power issue occurred. The device was powered on right back after the reported loss of power took place. The patient did not suffer any adverse effects as a result of the reported failure.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4). Physio-control evaluated the device but was unable to verify or duplicate the reported failure. Physio replaced the main keypad and system pcb assemblies as a precaution and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported failure could not be determined.